Event description:
Due to a severe and treatment-resistant bipolar depression that lasted for years, both before and after my treatment, my psychiatrist recommended as a last resort electro-conclusive therapy. My very competent husband (who still cares deeply for me and who used his broad network and excellent research skills) chose the absolutely higher rated electroconvulsive therapy hospital-based practice in (B)(6) and surrounding areas. I underwent as many as 200 or even more treatments (3 times a week for over a year, then tapering to 2x a week for a few months, then weekly for a few months, then every other week and so on.) Not usually (and I had been warned), I have only 2, perhaps 3 snapshot sort of memories of the entire period of the nearly two years of my life lost to ect. I fully credit ect saving my life. My complaint, following, although dramatic, severe, and destructive to everything I enjoyed, learned and accomplished prior to ect is nevertheless a heavy price to pay. More important to me, and I have confirmed this through discussions with my husband who does have an above-average memory of that time, and through review of what disclose paperwork each of us recall, as well as through non-profit community lecture series by institutions claiming expertise in the diagnostic and treatment of bipolar disorder all pointed in the same direction: any memory loss beyond the period of ect administration is extremely rare. This "info" is also found all over the web's "official" medical advisory services for consumers. My own experience of ect's "extremely rare" side effect, and, to lesser or even greater functional impairments, that of nearly every other comrade I have come across who also chose ect therapy when nothing else worked, is of my memories of my absolutely entire life of 40 years totally gone. I remembered my husband who drove me to ect every morning around 6am, and I remembered my primary ect doctor, and I recognized the depression scales I had to fill out every morning. The only other things I felt confident about were: I was heart-broken over not having custody of my two children who, despite visits during the course of my ect, I could only picture as 5-10 years younger than their actual age, I could recognize our home in (B)(6), but could not tell you a single thing about any other home I had ever lived in other than my deduction from the likelihood that, at the ages of 9-13 (I still don't remember how only they were without doing the math) probably had separate rooms, so it must have had three bedrooms, I had to either move to (B)(6) for 24/7 supervision by my long-distance husband or face institutionalization in my home town. Everything else had to be either coaxed out of my memory gradually through pictures and stories (even my mother's childhood abuse of me), or had to be nearly retaught from the ground up. Tha's a lot of info for a summa cum laude in classics, and a stanford law school graduate with over 10 years in estate planning, trust and probate law (I even proved my experience and took a mini-bar like exam on only topics related to my filed in order to be approved by the state bar of california's board of legal specialization as a "certified specialist in estate planning, trust & probate law." I am attempting but only slowly and painstakingly recovering a small portion of the knowledge that got me invited to speak/teach before live national audiences as recently as a year before my ect. I am still nationally known as one of, perhaps two or three, experts in the nation on snts because the reputation I stopped developing over 5 years ago was strong enough that my name is still associated with excellence and deep knowledge in that area, thought it no longer deserves to be. I don't want to ban life-saving ect, but to require honest disclosure of the actual likelihood of broad and severe memory loss. And cognitive impairments that aren't going away. Rx meds: none at the time treatment, or for several months after treatment. Now, a constantly changing array of medications because a given configuration loses effectiveness, or side effects at the effective dose are intolerable.